Event description:
A site reported to rxsight that a patient's light adjustable lens+ was explanted due to blurry vision and a new light adjustable lens was implanted as a replacement. At the one day postoperative exam, it was reported the patient was "doing well."

Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformances, or other manufacturing issues related to the reported event. Manufacturer reference #: (B)(4).